Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery and had a low blood glucose event. The customer¿s blood glucose was 2.8 mmol/l at the time of incident. Customer stated that the insulin pump piston would not touch the bottom of the reservoir and unable to push insulin out. No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.